Manufacturer narrative:
No missing segment or partial display anomalies, white screen anomalies or beep or audio anomalies noted during testing. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Device received with high sleep current measurement due to severe corrosion on all electronic assemblies. Device received with cracked case next to belt clip rail corner. Device received with corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had white screen on pump. The customer¿s experienced low blood glucose levels 3.2 mmol/l. It was reported that the customer is pregnant. Customer stated pump had a white screen and it was beeping but no alarm with screen and it would not stop alarming. The customer was assisted with troubleshoot and customer reports there is a crack on the battery compartment. Customer stated that before she got the issues her blood glucose was low but did not test she treated with liquid and later check blood glucose 3.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.